Event description:
It was reported that an 840 ventilator had a bd cpu (breath delivery) board issue during set up. The ventilator was not on a patient at the time of the event. The customer purchased a new bd cpu and the service engineer downloaded the software. The unit passed all testing and operates within the manufacturing specifications.